Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of failure to alarm. The unit was triaged and the customer¿s reported condition was confirmed, and the unit did not produce an audible alarm. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit shuts down. Upon triage on (B)(6) 2017 the service tech found the unit did not alarm.

Manufacturer narrative:
Submit date: 30-may-2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports feed error and the unit shuts down. Upon triage on (B)(6) 2017 the service tech found the unit did not alarm.